Manufacturer narrative:
The device is expected to be returned to the manufacturer for investigation. The investigation is not complete.

Event description:
The event involved a customer allegation of a device that infused too fast. There is no known death, serious injury, or serious deterioration in state of health of a patient or user. The incident occurred on (B)(6) on (B)(6) 2018. A lasix continuous drip (gtt) was ordered at 20mg/hr (4ml/hr). The bag was found to be empty at 0900, but should have finished at 2100. The pump was reviewed at 0900 with a nurse and pharmacist and appeared to be programmed correctly. The physician was notified that the patient¿s blood pressure was stable. The pump was removed from the patient¿s room and replaced with a new pump. The patient and daughter were informed of the extra lasix given by the charge nurse. The report further stated that there was no alarm noted and the pump was used in the unit operating in ac. There was patient involvement, but no adverse event or delay in critical therapy.

Manufacturer narrative:
Testing and investigation found that the delivery issue was not duplicated. The history log was captured and analyzed by the engineer. The pump passed the run-in protocol of 4 ml/hr and 100 ml: the pump infused 100.9 ml in 25 hours. The pump also passed delivery accuracy test. No probable cause was not found because the pump passed testing. (Date returned to MFR): 11/14/2018.